Event description:
The customer reported the alarm sounds intermittently and noticed the alarm has the sensor port loose. There was no battery leakage reported. The customer reported they did not know what date this was discovered on but did state that there was no pt incident or injury that occurred.

Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue; the nurse call light turns off intermittently. The alarm passes all other functional tests. Physical condition of the alarm found; the battery springs inside the battery compartment are bent, the aqualert moisture indicator shows exposure of moisture and one screw on the back of the alarm case is rusted. The warning label is torn across the middle. Note: the instructions for use state: the pose sitter select is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. Store the alarm in a secure place so it will not be dropped or damaged. Do not use if; battery door is missing; batter door is damaged; alarm case is damaged; or alarm case is cracked. When accessing the battery compartment slide battery door open and flip it up. Do not attempt to remove battery door; it does not separate from alarm. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is detached. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. (B)(4).